Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads had post-operatively migrated and pulled out after implant. The patient was initially implanted with a right ventricular (rv), right atrial (ra) and left ventricular (lv) lead. New product reportedly had to be put in the following day. After returning home and being seen for a device check, the patient was reportedly informed that the device was not working correctly. The patient later sent a telemetry strip to their physician and was told that they needed to be seen because something was not right. The patient has reportedly had issues with the device, a cardiac resynchronization therapy defibrillator (crt-d), ever since it was implanted. The device remains in use. No patient complications have been reported as a result of this event.